Event description:
Information was received indicating that the smiths medical cadd solis vip pump had a bubbled downstream occlusion cover and it alarmed air in line. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion sensor) seal has a bubble. The customer stated problem was not duplicated. No faults found with the pump, it passed all functional tests. The air detector was replaced as a preventative measure. The dso seal had a bubble and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.